Event description:
It was reported that the pulse generator exhibited intermittent loss of ventricular capture. Testing with psa after the device was removed showed normal capture and impedance. The device was put back in the pocket and normal function occurred. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.